Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced cover door crack lower hinge. Lvp keypad recall completed. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the door assy. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced cover door crack lower hinge. Lvp keypad recall completed. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the door assy. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: d8. Correction: g2, e3, e4.

Manufacturer narrative:
The customer's reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced cover door crack lower hinge. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the door assy. A review of the device history record showed the device had a manufacturer date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional in d8, h3, h6 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced cover door crack lower hinge. Lvp keypad recall completed. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15406715 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.